Manufacturer narrative:
Investigation summary: bd received one photograph from the customer in support of this complaint. The attached photograph shows a plastic bag with 2 used tubes one citrate and another sst. The customer's reported failure mode of underfill was not observed from the photograph attached. Therefore, 20 retained samples from the bd inventory were functionally tested and there were no issues relating to underfill as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the attached photograph and retained samples test results. Bd was unable to determine a root cause for the reported issue . The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "there is a low draw when the blood is collected in the outpatient collection room."